Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a face lift, brachioplasty, and thighplasty on (B)(6) 2013 and a drain was used. The patient experienced pain in her neck and chin. She also had difficulty swallowing. She underwent another procedure on (B)(6) 2013 but still experienced the pain. She continued to have face and ear pain. On (B)(6) 2013, it was noted that a portion of the drain was left in her chin. The fragment was removed at that time. The patient reports scarring, pain of the face and chin, chest pain, and irregular heartbeat. It is reported that she will need surgery in the future.